Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: investigation summary investigation flow: damage visual inspection: large hexagonal screwdriver was received at us cq. Upon visual inspection at cq, it is observed that the hexagonal tip of the device was slightly stripped. The rest of the device shows normal wear which would not contribute to the complaint condition. Thus, the complaint is confirmed. Dimensional inspection (calipers: (B)(4): dimensional inspection was performed at cq. The distance between the sides of the hexagonal tip was intended to be measuring from 3.45mm to 3.50mm and it was measured to be 3.46mm which is within specification as per the drawing (B)(4). Document/ specification review: the following relevant drawings were reviewed during investigation: -screwdriver shaft, large hexagonal screwdriver: (B)(4)large hexagonal screwdriver: (B)(4) -screwdriver hexagonal: (B)(4) no design issues were found which can contribute to this complaint condition. Investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The hexagonal tip of the device was found to be slightly stripped. Thus, the complaint is confirmed. While a definitive root cause could not be determined, it is possible that the repeated usage and service of the device over 10 years might have contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 314.270 lot: 2365858 manufacturing site: bettlach release to warehouse date: june 13, 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: concomitant device reported/added to complaint. Initial reporter name, facility & state: quebec. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported that on (B)(6) 2019, the screwdrivers heads were stripped. They did not engage the screw heads properly. Replacement screwdriver was used to complete the procedure. There was a surgical delay of two (2) minutes. This report is for one (1) large hexagonal screwdriver. This is report 1 of 2 for (B)(4).